Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -7.00/1.5/119 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a same size, different power (sphere/cylinder/axis) lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown. Reportedly, after lens replacement, patient had 1.0 vision and felt very satisfied.